Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a stick sponge. The customer reported that the sponge detached from the stick and stayed inside the pt's vagina cavity. The sponge was removed with forceps.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.